Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 168 and 131 mg/dl. The customer does not know their expected blood glucose test result range. At the time of the call the customer reported having a headache; medical attention was not needed at the time. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 186 mg/dl and 186 mg/dl using true metrix meter; the customer was satisfied with the results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/24/2023 and open vial date is 03/2022. The meter memory was reviewed for previous test result history: result 1: 164 mg/dl, date: 1/31/2022, time: 2:45 pm non-fasting. Result 2: 148 mg/dl, date: 1/31/2022, time: 11:00p m non-fasting. Result 3: 168 mg/dl, date: 1/31/2022, time: 2:29 am non-fasting. Result 4: 131 mg/dl, date: 1/31/2022, time: 2:28 am non-fasting. Result 5: 135 mg/dl, date: 1/25/2022, time: 8:38 am fasting.

Manufacturer narrative:
Sections with additional information as of 20-may-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.